Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during therapy, the device received a low flow and air leak message. During troubleshooting, all pads were reseated in the manifold; however, this did not improve the flow rate. After priming, the flow rate read 0.0l/min. The complainant changed the pads and the flow rate improved to 3.2l/min. Additional information has been requested and not yet received.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during therapy, the device received a low flow and air leak message. During troubleshooting, all pads were reseated in the manifold; however, this did not improve the flow rate. After priming, the flow rate read 0.0l/min. The complainant changed the pads and the flow rate improved to 3.2l/min. Additional information has been requested and not yet received.